Event description:
A bivad patient with thoratec vad on right was switched from the dual drive console (ddc) to the tlc-ii portable driver. Approximately 15 minutes later, the driver began making a noise from inside the compressor and the tlc-ii displayed an alarm message. The patient was switched to a back-up tlc-ii without incident. The failure investigation determined that the event was caused by a software defect that was already under investigation due to anomalous results of in-house testing. The software defect was determined to present a remote risk to patients with isolated rvad support. A product safety alert was sent to all known users of tlc-ii vad drivers with version 4.03 of the embedded software (firmware). Upgrading the tlc-ii drivers with revised firmware, version 4.11, began upon FDA approval of PMA supplement p870072/s18 on april 18, 2002.